Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapies. During a call with baxter (B)(6) customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with injection of vancomycin 1 gram (gm), and injection of tazar 4.5 gm, intravenous twice daily for peritonitis. The patient was not hospitalized for the reported event. The patient was recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.